Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device and there were no patient complications reported.